Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the plunger was attempted to be deployed before the feet were pulled up against the vessel wall. It should be noted that the proglide instructions for use (IFU) states: deploy foot by lifting the lever (marked # 1) on the top of the handle. Gently pull the device to position the foot against the vessel wall. If proper position has been achieved, tactile sensation will be felt. Use your other hand to deploy the needles by pushing on the plunger assembly (in the direction marked # 2) until you visually confirm that the collar of the plunger contacts the proximal end of the body. It appears that the IFU violation contributed to the reported difficulties. The reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the plunger was attempted to be deployed before the feet were pulled up against the vessel wall. It should be noted that the proglide instructions for use (IFU) states: deploy foot by lifting the lever (marked # 1) on the top of the handle. Gently pull the device to position the foot against the vessel wall. If proper position has been achieved, tactile sensation will be felt. Use your other hand to deploy the needles by pushing on the plunger assembly (in the direction marked # 2) until you visually confirm that the collar of the plunger contacts the proximal end of the body. It appears that the IFU violation contributed to the reported difficulties. The reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h10: additional verbiage added.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to a stent graft procedure. Reportedly, during deployment of the second proglide device, the plunger was attempted to be deployed before the feet were pulled up against the vessel wall. The plunger could not be pushed down sufficiently; a cuff miss [suture retrieval issue] was noticed. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 18f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.